Event description:
It was reported to boston scientific corporation that a capio slim device was opened prior to a procedure on an unknown date. According to the complainant, there was a presence of hair stuck in the "head of the forceps." The procedure was completed with another of the same device. It is unknown if the device was used in the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, the date the bsc was first made aware of the event, as no event date was reported. Block h6: device code 1120 captures the reportable event of "a hair stuck in the head of the forceps." Block h10: an examination of the returned capio slim device revealed that a hair was noted entrapped inside the distal head; consequently, confirmed the reported complaint of device contamination during use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Based on the information provided, the complaint does not present objective evidence that the defect could have been caused in the manufacturing process. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, the most probable cause of the reported issue could not be established due to lack of evidence. Additionally, it is unknown if the device was used in the patient. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, the date the bsc was first made aware of the event, as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened prior to a procedure on an unknown date. According to the complainant, there was a presence of hair stuck in the "head of the forceps." The procedure was completed with another of the same device. It is unknown if the device was used in the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.